Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 360 mg/dl. Customer stated that he has been attempting to troubleshoot, but he still receives the no delivery alarm. Customer reported that he has not been able to treat since the alarm. Troubleshooting was performed and the pump was programmed correctly. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by set/reservoir occlusion. It was noted that the customer kept skipping ahead during troubleshooting because he didn't want to waste insulin. Customer adjusted the fill cannula back to 0.7. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.